Event description:
Patient presented to the physician with a wound staph infection. Physician prescribed antibiotics. Patient presented back to the physician with the stimulation lead protruding from the neck incision. Physician brought the patient into the or, observed no infection at the neck incision, observed serous fluid at the chest incision, cleaned the pocket, and removed the inspire system.